Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of the device (90% stenosis, calcified and tortuous lesion). Deformation problem. Evaluation conclusion: device failure related to patient condition(90% stenosis, calcified and tortuous lesion). (B)(4).

Event description:
The physician was attempting to use a sprinter legend balloon to treat a lesion in the distal lad. The device was inspected prior to use with no issues noted. Angiograph results showed 90% stenosis in the distal of lad, the lesion was calcified and tortuous. Resistance was encountered during delivery of the device and the device could not cross the lesion. The physician used a new device to complete the surgery. Following device evaluation it was noted that the balloon was burst. Evaluation summary : there were kinks noted on the delivery system, the hypotube was kinked at 6.5cm and 94.5cm distal to the strain relief. The balloon of the device had been inflated. The balloon had evidence of a tear along the working length. The tear was 1.2cm long along the balloon working length.